Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated the exposed right ventricular defibrillation coil became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned. The exposed rv coil is distorted by kink/buckling at 59.7 cm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was attempted to be implanted but not used. The lead had inconsistent thresholds after placement. The lead was removed and inspected. The distal end was noted to have a defect. A new lead was implanted. No patient complications have been reported as a result of this event.